Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a motor error during priming. While reviewing the customer history it was noted that multiple motor error have occurred. The customer blood glucose level was not provided, but the customer did not require medical treatment.